Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level of 39 mg/dl and alleged the insulin pump for over delivery when blousing. The customer had meal to treat low blood glucose level. The customer declined troubleshooting for low blood glucose level. The reservoir will not be returned for analysis.